Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported inflation issue was confirmed. Based on visual, functional and scanning electron microscopy analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily tortuous, heavily calcified, 95% stenosed proximal right coronary artery. After stenting of the lesion, the 3.0x12 mm voyager balloon catheter was being used for postdilatation; however, the balloon failed to inflate. Resistance was felt during advancement and retraction of the balloon catheter due to the anatomy. A new balloon catheter was used successfully to complete the procedure. The patients outcome was satisfactory. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.